Manufacturer narrative:
Concomitant medical products: product ID: 8598, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2021, product type: catheter. Product ID: 8596, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598, serial/lot #: (B)(4), ubd: 28-jun-2006, UDI#: (B)(4). Product ID: 8596, serial/lot #: (B)(4), ubd: 15-jun-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 2000 mcg/ml for a total dose of 100 mcg/day via an implantable pump. It was reported there was no spontaneous retrograde flow cerebrospinal fluid (csf) upon disconnecting existing catheter from existing pump for pump replacement due to expected end of life (eol). The spinal segment was cut at connector at spine and there was no csf back flow. Fluoroscopic image revealed the catheter was broken 6 cm above the connector site and 12.1 cm remained implanted in the patient's spine. When attempting to remove the pump segment of the catheter length (27.5cm), it broke and 6.5 cm remained implanted in the patient's right flank. The patient presented with no signs nor symptoms related to the broken catheter. It was noted the patient was on a stable dose of 200 mcg/day for several months. There were no known factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. Surgical intervention was performed on (B)(6) 2021 where the catheter was explanted and replaced with a new catheter. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. Known medications included miralax, oral baclofen (as needed), and senna. The patient's medical history included brain injury, epilepsy, spasticity, cerebral palsy, and shaken baby syndrome. The event date was (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. The 8598 catheter was returned and analysis identified a leak that was caused by the metal connector pin breaching the catheter. The 8596 catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Continuation of d10: product ID 8598 lot# serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2021 product type catheter product ID 8596 lot# serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.